Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. However, it was determined that due to damage on plug unit, the image was not displayed. This was likely due to electrical/electronic component problem. The most probable cause is likely due to a component failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchoscope displayed a noisy image during preparation for use. There was no report of patient/user harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.